Event description:
Customer reported the expiratory limb suction cup was leaking from the port during use. The circuit had been used on the patient for 25 days and no medications were being nebulized to the patient. No medical intervention was required.

Manufacturer narrative:
Qn# (B)(4). The sample was returned for evaluation. A visual exam was performed and damage was observed on the valve and valve cap of the adult iso gard drain. The cup of expiratory side was without the valve and valve cap. The valve and valve cap were assembled in a cup (adult iso gard drain) in the circuit sample received and was tested. The circuit passed the test. The cup (adult iso gard drain) was disassembled from the circuit and was also tested. The cup passed the testing. A device history record review was performed and no relevant findings were identified. Based on the investigation performed, the reported complaint could not be confirmed. The sample passed leak testing. Although damage was observed in the valve and valve cap of the iso gard drain, it could not be confirmed that the damage occurred during the manufacturing process. A root cause could not be identified.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on a potential lot number and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
Customer reported the expiratory limb suction cup was leaking from the port during use. The circuit had been used on the patient for 25 days and no medications were being nebulized to the patient. No medical intervention was required.